Event description:
The customer contacted stryker to report that they were using their device during a patient event and the display froze. A frozen display can be indicative of a device lock up condition. As a result, defibrillation therapy may have been unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.